Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold is slightly higher on the right ventricular (rv) lead and that the impedance is lower since the elective generator change. The lead remains in use. No patient complications have been reported as a result of this event.